Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred and the patient was moved to another lab to complete the procedure. The philips field service engineer (fse) inspected the system on site and confirmed that the generator was busy starting up, making x-ray exposure impossible. Review of the system log file showed that x-ray tube had a low current output. To resolve the issue, fse replaced x-ray tube, aligned, and calibrated the system. The defective x-ray tube was returned to philips for analysis and found failure in vacuum leak cathode insulator. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the exposure was not possible. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.